Event description:
Was reported that the 'lead had migrated the connector into the soft tissue of the neck'. The hcp replaced the lead. Device troubleshooting, pt symptoms, and pt outcome were not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.